Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they have been trying to charge their implant each week and when they charge the implant they have only gotten the implant to 100%. Patient stated that they would attach the recharger to the implant and place it where it needs to be at and they are on it for hours on top of hours. Patient noted that last night they connected at 9pm or 10pm implant was 30% and at 3am there was only a 20% increase on the implant. Patient confirmed that the recharger was at an excellent connection the whole time. Patient mentioned on jan 8th their implant was turned on, patient mentioned on jan 15 they were able to get the implant to 100% but on jan 23rd they were having issues every week after that. Patient denied any error codes/messages. Patient mentioned that sometimes the connection would stay good and sometimes it would stay excellent. Patient also noted that they know that the implant was not sitting straight or flush to the skin and that it was at a angle up under their skin. Patient stated that when they first came home from the hospital the implant was sitting straight but now the implant was kind of at an angle. Patient mentioned the stimulator was not helping with the pain and were continuously in pain. Agent instructed patient to power on the wireless recharger, place the recharger over their implant and to start a charge session. Patient confirmed the implant showed implant 50% low 0 and high 1. Patient repositioned the wireless recharger and then implant was recharging with a good connection. Agent asked and patient mentioned they weren't using the belt. Patient mentioned they had to mess with it until it says good or excellent cause of the way the implant was sitting. Patient denied any recent falls/trauma. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the issue was determined to be battery movement (migration). The pt scheduled a stimulator revision battery replacement for (B)(6) 2026. The issue is attempting to be resolved with stimulator reprogramming and upcoming replacement.